Event description:
It was reported that the vns was not functioning and the patient was having increased seizures. The vns was completely dead. The patient underwent surgery for end of service, but during surgery, the device was showing high impedance, so the entire system was replaced. Product was returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.